Event description:
Reporter alleged obtaining the results of 140 mg/dl, 240 mg/dl and 277 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the device was replaced due to battery depletion and that premature battery depletion was questioned. No patient complications were reported as a result of this event.